Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hypoglycemia on (B)(6) 2019 with blood glucose level was above 572 mg/dl. The customer blood glucose level was 341 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was visited her physician today due to uncontrolled rising of blood glucose. Customer stated that no treatment had been applied yet. The insulin pump will not be returned for analysis.